Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the screen on the insulin pump was cracked and only the top half could be read. The caller did not recall the blood glucose reading but stated that it was high. The caller declined troubleshooting for high blood glucose. She was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd due to physical damage to lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify any alarm due to cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corners.